Event description:
It was reported that the customer was hospitalized multiple times for an elevated blood glucose level; details, dates, and nature of hospitalization were not provided. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information; however, no response was received.